Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
H.3 evaluation summary: analysis found traces of medical adhesive on the lead helix. This would cause intermittent and varying contact with the patient's heart. Continuity measurements of the coils and cables were normal and no shorts in the lead were found.